Event description:
The customer reported unconfirmed false negative results with the ID now covid-19 assay performed on an unknown date. It is currently unknown if confirmation pcr testing was performed. The customer indicated that the patient was symptomatic and their spouse and children had received positive covid-19 pcr tests. No further information was provided.

Manufacturer narrative:
Date of event is an approximation. PMA/510k: similar product to 190-000 the investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1060799 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1060799 and test base part number 190-430 / lot 1060799. The lot met the required release specifications. A review of the complaints reported as false negative and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1060799 showed that the complaint rate is (B)(4). In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; abbott diagnostics scarborough was unable to determine an assignable root cause as the required intake was not provided for logfiles review, however substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. The product will continue to be monitored and tracked.